Manufacturer narrative:
Calibration was last performed on the day of the event and showed low recovery. The qc recovery data provided was acceptable. There is no indication of a reagent performance issue. The alarm trace did not contain a conspicuous event. The customer found that the sipper tubing was disconnected on the analyzer and reconnected it. The field service engineer (fse) found a salt build-up in the reference electrode. The electrodes were cleaned and dried and ise checks were performed successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the customer and the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 3 patient samples on a cobas 6000 c (501) module. The customer replaced the electrodes on the ise module and started receiving low sodium results which prompted them to repeat the samples on another analyzer. For patient 1, the initial na result was 126 mmol/l. The repeat result from another analyzer was 140 mmol/l. For patient 2, the initial na result was 122 mmol/l. The repeat result from another analyzer was 134 mmol/l. For patient 3, the initial na result was 126 mmol/l. The repeat result from another analyzer was 137 mmol/l. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The na electrode lot number is b13 and the expiration date is 29-may-2023.